Event description:
It was reported the cell hinge of the ultra cinch device broke while positioning the device. There were no consequences to the pt.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow up report will be submitted. (B)(4).